Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead required multiple repositionings during the implant procedure due to helix issues and varying amplitude measurements. No adverse patient effects were reported. The lead remains in service.